Manufacturer narrative:
Corrected data: h3 ("no" should've been listed on the third follow-up report) and h6 (type of investigation code "4112" was inadvertently omitted from the second follow-up report and investigation conclusions code "18" should've been listed on the second follow-up report instead of code "4315").

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: d9, g3, g6, h3, and h10. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the inspection it was found that the bad condition of the output socket most likely contributed to the light source malfunction. It is also likely that the reported issue was due to mishandling and a lack of regular maintenance. Also, found a non-olympus lamp and the no maintenance was applied to the non-designated olympus lamp replacement. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
Correction: h4 was inadvertently omitted from the previous report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The defects were shown to be caused by the customer¿s mishandling and also a lack of a regular maintenance. The event can be detected/prevented by following the instructions for use which state: " warning non-olympus equipment can cause instability of the automatic brightness adjustment." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to include additional information: the device evaluation found a non-designated olympus lamp replacement. E1: phone number was added.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had poor contact with the scopes (connector issues). There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.